Manufacturer narrative:
An event of a drop in blood pressure and vascular dissection during the procedure was reported. Field indicated that dissection was not directly caused by the navitor, but is considered to be the divergence when inserting the 18f dry seal sheath. There was some resistance when inserting. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. Based on the available information, the cause of the reported dissection could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. The valsalva diameter was 28mm, the valsalva sinus height was 15mm, valve orifice area was 0.43cm2, and the circumference of valve ring diameter was 73mm. It was reported that there was resistance experienced when inserting the 18f non-abbott delivery sheath into the patient anatomy via the left subclavian approach. The valve was implanted, and the final placement depth was 0mm from the non-coronary cusp and 2mm from the left coronary cusp. An angiography was performed, and it was confirmed that dissection had occurred in the access route of the left subclavian artery. A percutaneous old balloon angioplasty (poba) was performed to treat the dissection. After the poba was performed, blood flowed to the periphery. The patient remained hemodynamically stable throughout the procedure. The patient was reported as stable.